Event description:
Caller reported advantage system blood glucose result of 255, professional system result of 112 mg/dl within 10 minutes. Reported no adverse event relative to any discrepancy. Strips not available for return, replacement system sent.